Manufacturer narrative:
Batch review performed on 19 july 2024: lot 2305362: (B)(4) items manufactured and released on 22-sep-2023. Expiration date: 2028-sep-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 19 july 2024 reverse shoulder system 04.01.0211 lat. Glenosphere 39xø27 (k193175) lot 2103689: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-may-17. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain, due to a dislocation of the glenosphere from the liner. About 3 weeks after the primary surgery, the surgeon attempted a closed reduction but was unsuccessful, so he performed an open reduction instead. No implants were revised and the surgery was completed successfully.